Event description:
Caller reported that tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to reposition tandem mobi pump on charge pad to correctly align logos, which resolved the issue and pump began charging.